Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Customer changed supplies to treat bg levels. Reportedly, the customer felt the supply change resolved their issue and declined to complete troubleshooting with tandem technical support.